Event description:
Olympus was informed that a retained stent from a reprocessed duodenovideoscope was deployed inside another patient as the physician was deploying a clip. The stent fell into the patient and was subsequently removed. The duodenovideoscope was reprocessed in a medivator dsd-201 with metricide opa prior to the procedure. The procedure was completed with a different but similar device. There was no patient injury reported. Olympus endoscopy support specialist (ess) visited the user facility to observe the user facility's reprocessing practices and provided reprocessing training. During the on-site visit the ess observed that the user facility staff was not pre-cleaning the duodenovideoscope and not utilizing the suction cleaning adapter.

Manufacturer narrative:
The device has not been serviced by olympus since it was purchased on (B)(6) 2011. The user's experience cannot be conclusively determined; however, the reprocessing practices could not be ruled out as a contributory factor to the reported event. If the device is returned for evaluation or additional and significant information becomes available at a later time, this report will be updated.